Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high", no specific value was provided. Customer administered a manual injection to address bg.